Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A study on "insulin pump-associated adverse events in children and adolescents - a prospective study" by wheeler b.j., heels k., donaghue k.c., reith d.m., ambler g.r. From diabetes technology and therapeutics 2014 16:9 (558-562) focused on 50 adverse events occurring 45 individuals. Medtronic's paradigm veo insulin pumps were one of the focuses of the study. The study showed 38% of the adverse events resulted in insulin pump replacement. It was found 44% of the adverse events were caused by a user or education-related issue in which 59% were related to set/site failure. Of the adverse events recorded in medtronic's paradigm veo insulin pumps, 54% were insulin pump related, 16% were caused by keypad failure, 2% were caused by insulin leak, 2% by water damage and 36% were from set/site issues. Only 6% of adverse events were from severe hypoglycemia and 4% cutaneous related. Lastly, 32% of the adverse events studied led to hospital admission or required emergency intervention.